Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unk) the device did not respond to the front panel controls. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.